Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high pacing impedance measurements greater than 2000 ohms. Isometrics were performed and noise was not present. It was noted that pacing and sensing functions are normal. Technical services (ts) indicated that the field representative could watch the lead function or the field representative could be ultra conservative and revise the lead. Ts stated the decision would be up to the physician. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted and no revision procedure has been performed. If additional information is received, this report will be updated.